Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). Investigation complete. This is an initial final report submission. Review of the most recent repair record determined the motor speed was inconsistent and was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported that prior to surgery the electric dermatome did not work. Dermatome did not power on. The device was found to have inconsistent speed at product evaluation investigation. No adverse events were reported as a result of this malfunction.